Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, episodes of non-sustained oversensing due to noise were observed on the right ventricular (rv) lead. The oversensing resulted in inappropriate antitachycardia pacing (atp). The lead was capped and replaced to resolve the event. The patient was stable with no adverse consequences.